Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the sensor was inserted into the abdomen. The patient stated that the cgm was reading 90 mg/dl when he woke up but his fingerstick bg was at 30 mg/dl. He went to get some milk and breakfast; however, upon approaching the kitchen he passed out and bumped his head on the table leading to an injury to the lens of his eye. When he woke up his wife took him to the hospital because of an eye injury. No diabetic treatment was reported but he had eye surgery to repair/remove the lens as the lens was damaged. He declined to provide any other details when requested. At the time of the report he stated he was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. The patient stated the sensor had been inserted into the abdomen on (B)(6) 2021. He stated that at around 6-6:30am on (B)(6) 2021, he went to the refrigerator to get some milk and breakfast. He took a couple drinks of milk, set it down, ¿felt really terrible,¿ and fell, losing consciousness and hitting his head and shoulder on a cabinet. His wife heard the fall and ran to the kitchen. The patient ¿kind of came to¿ but felt dazed and his shoulder hurt badly. He stated that the cgm was reading 90 mg/dl when he woke up but his fingerstick bg was at 30 mg/dl. He ate and no medical treatment was given for the hypoglycemia. His wife had an appointment that morning for cataract surgery, and when they got to the surgery center the patient felt he was not seeing straight. After the wife's surgery he went to get the car and while driving back home, at a stoplight he saw five floating stoplights. He called his eye doctor in another city whom he had seen for 25-30 years. He tried multiple local doctors and could not get an appointment. The next morning at his wife¿s follow up appointment, her eye doctor saw him and told him his right eye lens was floating in his eye from hitting his head, and had popped totally out of its capsule. He stated that he had surgery during which they took the lens out and replaced it with an artificial lens which was inserted on a ledge in front of his iris or pupil. His vision in the right eye had previously been 20/20; after the event and the surgery it had deteriorated to 20/40. He expected to get new eyeglasses about a week after the phone call but stated that the doctor did not expect the vision deficit to improve with time. He stated that because of previous unrelated laser surgery in the left eye, the vison in that eye is 20/50; he stated that with the new decreased vision in the right eye, he was struggling with his vision overall. He has difficulty with close-up vison and now needs large print. He is unable to drive for at least six weeks as his vision is not clear when driving and he has trouble reading signs at 20-30 yards distance. He is unable to do any night driving. He did not get his shoulder checked out because of the more urgent eye issue and was still having discomfort at the time of the follow up call. He suspected a damaged ligament but stated he had no plans to seek any medical attention for it. No additional patient or event information is available.